Manufacturer narrative:
The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
The customer reported that his olympus visera 4k uhd xenon light source¿s high intensity slider switch was worn out and the unit was displaying error code 503b. According to the initial reporter, this took place during preparation for a therapeutic procedure, which was completed using the subject device without high intensity mode. Reportedly, there was no patient harm from this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 6 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, it was determined that the phenomenon occurred due to the worn-out slider switch. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.